Event description:
It was reported to philips that the tube geometry movements failed. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic procedure was performed by the customer and completed by restarting the system. Philips field service engineer (fse) inspected the system onsite and confirmed that the tube geometry movements were not available. Review of the system log file showed that there was an issue with the longitudinal movement of the arch. Upon troubleshooting, fse found the intermittent problem with geometry. To resolve this issue, fse replaced the flexarm longitudinal wheel and the rails and bearing were cleaned and adjusted. After that, the system was returned to use in good working order at the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a system geometry issue occurs during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A geometry issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on investigation outcome.